Manufacturer narrative:
Analysis of the device found a reliability non-conformance of the catheter body with damage to the transition tube. Analysis of the device also found a procedural non-conformance of the catheter with a broken catheter related to user actions. There were melted areas on the catheter body on segment 2 and 3.

Manufacturer narrative:
Concomitant product: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: pump. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving gablofen at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted as intractable spasticity and cerebral palsy. It was reported the pump and catheter were explanted due to infection. It was further reported the patient's pump eroded through the skin and that was the cause of the infection. Diagnostics performed related to the infection were noted as "csf (cerebrospinal fluid), side port, pocket fluid." The infection had been resolved. No device issues occurred. If additional information is received, a follow-up report will sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.